Event description:
It was reported that a malfunction alarm occurred on the customer's pump, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, which successfully resolved the malfunction. The customer continued to use the pump for insulin therapy.